Event description:
It was noted that before use the catheter was pretested, and it was found that the balloon inflated, but would not deflate. There were no reported pt complications, injury or death associated with this event. A new catheter was used for the procedure.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.